Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis. The reported issue was confirmed and replicated. In artemis, system logs were reviewed and the following errors were identified on the reported event date: 25914 (info_esu_function_not_support), 25917 (esu communication fault), 32127 (res: aurora link error. (Reporter: vip (video interface patch panel), tower) ¿ link to backup e-200). These error codes confirmed that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. Per the e200 testing matrix, the unit failed system testing due to an e200 error message and failed basic functional testing (fs2) due to madd fan tach (see attachments). After testing was completed, an aba swap and testing were performed, which verified that the 4.8 cfm fan was the source of the issue. As a result of this investigation, failure analysis concluded that the 4.8 cfm fan was the root cause of the reported issue.

Event description:
It was reported that operating room staff contacted technical support and stated that a previously reported e200 error reappeared during system startup. The staff was unable to clear the error on this occasion and decided to use another da vinci system to begin the procedure.